Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had an unexpected restart alarm, no delivery alarm, and a failed battery test alarm. Customer stated the pump had a blank display on it. Customer received a failed battery test alarm. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer stated that the pump was not bumped or dropped. Customer stated that the battery compartment was not damaged or corroded. Customer was advised to insert a new battery, but the display did not return. Customer stated that the pump did not have a battery for 3 hours. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with blank display; the problem is isolated to interface board. No audio or beep anomaly noted. Unable to confirm excessive no delivery alarms, failed battery test, a21 alarm, and a7 alarm due to blank display. The insulin pump had cracked reservoir tube lip noted.